Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. Customer's blood glucose was 21 mg/dl. The customer was admitted to the hospital on (B)(6) 2015. The customer doesn't know the perceived cause of the low blood glucose. The customer think that it was due to more activity because he is in a new pool league. The customer refused to troubleshoot for the low blood glucose but agreed to call back for assistance as needed.